Manufacturer narrative:
Additional information: b5 - description updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: no serious public health threat / falsified product. No serious incident.

Event description:
Update: after the surgery, pressure bandaging was applied to the problematic area, and the patient's condition is currently stable. There was only one (1) complained product, but the batch number could not be determined. Associated medwatch reports: ff016/ 6 craniofix absorbabl.clamp sterile 11mm (aesculap ag reference no. (B)(4); 9610612-2025-00069). Ff016/ 6 craniofix absorbabl.clamp sterile 11mm (aesculap ag reference no. (B)(4); 9610612-2025-00070). Ff016/ 6 craniofix absorbabl.clamp sterile 11mm (aesculap ag reference no. (B)(4); 9610612-2025-00071).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ff016 - 6 craniofix absorbabl. Clamp sterile 11mm. According to the complaint description, on the day of surgery, after closing the skull, no abnormalities were found. Approximately ten (10) days postoperatively, the bone flap had lifted. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag (B)(4). Associated medwatch reports ff016/ 6 craniofix absorbabl. Clamp sterile 11mm (B)(4). Ff016/ 6 craniofix absorbabl. Clamp sterile 11mm (B)(4). Ff016/ 6 craniofix absorbabl. Clamp sterile 11mm (B)(4).